Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the back of the grip assembly. A piece of the mold measuring approximately 1.00 mm x 5.70 mm was found to be broken off. The broken piece was not returned. Components adjacent to this broken grip did not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted total pancreatectomy surgical procedure, the force bipolar instrument was found to have the banche broken off of the bracket. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that the fragment broke off from the proximal end of the instrument. There was no fragment that fell into the patient and no images available.